Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the instrument to move intuitively with a full range of motion in all directions. The grips opened and closed properly, and passing both recognition and engagement testing. Engineering observed deep scratches on the main tube with material removed. The scratches are approximately 1.35 inches from the proximal clevis to main tube extension. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the endowrist prograsp forceps instrument did not work properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.